Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in air path. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, b5 section was incorrectly narrated.the correct statement for section b5 should be as below- "the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged lightheaded . There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete".

Manufacturer narrative:
Additional information was received on june14, 2024 and h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lightheaded related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed an unknown dark contaminant on the front panel on the bottom enclosure. A keratin like substance was observed on the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.